Event description:
While the doctor was operating, inserted the clip applier and went to fire then wouldn't fire. The clip applier would not come out of the port. They had to remove the port from the patient and place new ports to finish the surgery. Took the port out with the clip applier and used new port and gave new clip applier. The 2nd clip applier fired, however, unable to pull thru. Gave different clip applier that worked. Used total three clip appliers. No patient harm.